Manufacturer narrative:
This report is being filed on an international product, list 07k70 that has a similar product distributed in the us, list number 06c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect total psa result in 2015. The customer provided the patient history, as follows: 2016: 2.1; 2015: initial: about 9, retest: about 2 (this retest result was a new blood draw, at a different facility and on a different day) 2014: about 2. The customer is questioning the result from 2015. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect total psa reagent list number (B)(4), was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified.